Manufacturer narrative:
Technician found that the gas springs were frozen. He replaced the gas springs and the head section function properly. He found this stretcher out of service in the basement and there were no alleged injuries.

Event description:
Technician alleged that the head section could not be lowered.